Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. No unexpected insulin flow blocked alarm/no delivery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow blocked alarm. The customer stated that they had not tried different cannula lengths. The customer informed that the tubing was not bent or kinked. The customer stated that they had tried all remedies and refused troubleshooting. The customer stated that they tried different site, change reservoir, change set but still were getting the insulin flow blocked alarm. The insulin pump will be returned for analysis.